Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ injector luer lock n35 broke while connecting to the injector. No serious injury or medical intervention was reported.

Event description:
It was reported that bd phaseal¿ injector luer lock n35 broke while connecting to the injector. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation: one injector sample and one protector sample were received for evaluation by our quality engineer. A device history record review was performed for the injector product, lot number 1805105, and the review did not reveal any detected quality issues during the production process that could have contributed to the reported incident. The samples were examined and no defects were found. The injector was functional and it could be connected to the protector without any issue. No signs of leakage were observed during functionality testing. Based on the investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that bd phaseal¿ injector luer lock n35 broke while connecting to the injector. No serious injury or medical intervention was reported.

Manufacturer narrative:
H.6. Investigation: one injector sample along with a protector and syringe were received for evaluation by our quality engineer. Upon visual inspection, the luer of the injector was observed to be broken and remained inside the luer thread of the syringe. A device history record review was performed for the injector lot 1805105, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Product undergoes both visual and functional testing through out the manufacturing process to avoid any defects. Based on our investigation results it was determined this malfunction likely occurred due to excessive force used when handling the device.